Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 IV sets an122 w/o pump t-type spontaneously disconnected from their stopcock due to "the lack of binding force". The following information was provided by the initial reporter: "recently, disconnect frequently occurs due to the lack of binding force with 3-way stopcock and fluid set end tip in the product(an122). 3-way stopcock(insung). Fluid(dw1000ml + amiodarone inj.mix)".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/15/2021. H.6. Investigation: 1 sample was returned to sbdm, lot number is 2009171. Connection test with 3wsc: a) sbdm 3wsc, b) received 3wsc (insung), there was no disconnection for both sbdm & insung 3wscs. Disconnection & air pressure leak test: there was no disconnection or leakage by air pressure test for both sbdm & insung 3wscs. Taper gage inspection of the complaint sample: sbdm inspected the end tip of received sample (cavity no. 56: taper -> 1/100) and retention sample of end tip. (Lot no. 201208 & 210219) as of the complaint sample, taper gage of adaptor in the complaint sample are in spec. Sbdm conducted taper gage inspection for house samples which is same lot no. 2009171. Taper gage inspection of the house samples product: sbdm inspected the lot no. (Lot no. 2008041, 2009171 & 2009172) as of the retention samples, taper gage of all adaptor of house samples are in spec. DHR review: sbdm review the manufacturing record of complaint sample (lot no. 2009171), there is no issue while manufacturing. Customer complaint record review: sbdm investigate the customer complaint record of complaint sample (lot no. 2009171), there is no same issue of the same product (IV set an122 w/o pump t-type) from other customer. Root cause: from investigations, sbdm had inspected the complaint sample & retention samples, found that there was no issue on end tip of complaint sample. Sbdm also inspected end tip components (1shot = 64ea) but, all components were in spec. Upon reviewing injection molding process of adaptor, there was no issue too.

Event description:
It was reported that 100 IV sets an122 w/o pump t-type spontaneously disconnected from their stopcock due to "the lack of binding force". The following information was provided by the initial reporter: "recently, disconnect frequently occurs due to the lack of binding force with 3-way stopcock and fluid set end tip in the product(an122), 3-way stopcock(insung), fluid (dw1000ml + amiodarone inj.mix)."